Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('ablation, abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index abnormal. Concomitant products included pantoprazole since 2017 for acid reflux (oesophageal), riboflavin (vitamin b 2) since 2015 for migraine, levothyroxine since 2018 for vitamin d deficiency as well as levothyroxine sodium (unithroid) since (B)(6) 2019, loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr) since (B)(6) 2019 and sumatriptan since 2015. In (B)(6) 2013, the patient experienced pelvic pain ("pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("low back") and abdominal pain lower ("lower stomach"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dyspareunia, urinary tract infection, nausea, vaginal discharge, weight increased, back pain and abdominal pain lower outcome was unknown and the genital haemorrhage, migraine and headache had not resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: plaintiff fact sheet, new reporter, patient demographic, lab data, essure indication, concomitant medication, essure start date and the event injury replaced with abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), infection (bladder/ urinary tract/vaginal) type: uti, migraines / headaches, nausea, pain, vaginal discharge, weight gain, low back and event outcome with date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.